Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 3/11/2016. Date of follow-up report: 04/13/2016. Visual inspection noted the cord had been cut off the pencil. The cord was inspected and no damage was noted. Visual inspection of the pencil found charring at the nose of the pencil. Additionally, the electrode insulation was melted and charred where it inserts into the pencil. Score marks were noted along the entire length of the electrode post as if grasped with a metal object. For testing purposes, the cord was spliced together and the pencil activated. No abnormal effects were noted. Investigation did not identify the cause of the pencil/electrode damage. The instructions for use state to ensure the electrode is securely seated in the pencil. An improperly installed electrode may result in injury to the patient or surgical team by arcing at the electrode and pencil connection. Testing of the concomitant generator found it to function properly. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: 03/11/2016. The incident device has been received and is under evaluation. Additionally, the concomitant forcefxc generator has been received and is under evaluation. When the evaluations are complete, a follow-up report will be submitted.

Event description:
The customer reported that the patient was burned during a thoracotomy with a wedge resection of the lung procedure. The surgeon was using the pencil in the patient's chest area when the pencil reportedly arced to the patient's abdomen, resulting in a 2cm 3rd degree burn and also a small 2nd degree burn to the anterior right side of the abdomen. The site is not sure they had the electrode inserted correctly into the pencil and noted a black mark on the pencil. The burn was treated with bacitracin ointment and a dressing in the or. Per risk management, the patient has since expired. The site states the patient death was not related to the burn incident.